Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated by the alinity c processing module for a patient. The sample was tested on the point-of-care platform, which yielded a higher result. The following data was provided: alinity c processing module sodium results = 114 mmol/l, 138 mmol/l, 135 mmol/l point-of-care platform result = 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Corrected information in sections d3 - email and g1 - mfg site email the alinity c processing module logs were reviewed, message code 3436 was observed and the module was inspected by the field service representative (fsr). The fsr determined the kinked tbg, ict valve no to waste and tbg, ict to ict valve nc were the cause of the issues. The fsr properly reinstalled the parts and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with tbg, ict valve no to waste and tbg, ict to ict valve nc did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the tbg, ict valve no to waste and tbg, ict to ict valve nc was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated by the alinity c processing module for a patient. The sample was tested on the point-of-care platform, which yielded a higher result. The following data was provided: alinity c processing module sodium results = 114 mmol/l, 138 mmol/l, 135 mmol/l point-of-care platform result = 143 mmol/l no impact to patient management was reported.